Manufacturer narrative:
Follow up #1 submitted: 04/12/2017. Device analysis: the device was returned to animas and investigated by product analysis on 03/22/2017 with the following findings: on investigation, the pump powered on without functioning audio tone alarm. Investigation confirmed the complaint. The pump was opened for investigation and revealed the audio tone module (piezo) contacts were found to be misaligned.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.